Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: (1) 166 mg/dl, 535 mg/dl, 421 mg/dl, 305 mg/dl, 450 mg/dl (2) 400 mg/dl, 189 mg/dl result sets were obtained in two separate 10 minute events. Customer was feeling shaky and having chest pain, and obtained the first set of readings above. Customer went to the hospital as a result of his readings and symptoms. Customer was treated for chest cold, and did not receive any treatment for his blood sugar. Customer obtained the second set of readings after arriving home from the hospital. Customer obtained the erratic readings from his arm. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.